Event description:
It was reported hat during an unknown procedure, after the first cartridge (blue) was loaded into the device, the device jaws would not open. It is unknown whether the device was outside or inside the patient. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: release button, sled movement. The ec45a device was received for analysis with the anvil closed and with an ecr45b cartridge loaded on the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the release button was noted to be broken making the device non-functional. No further functional testing could be performed due to the condition of the device. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: if the device was locked on tissue, how was the device removed from the patient? No it was not in the patient. The device got locked before going into the patient.